Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod longer than 48 hours. Symptoms reported include hyperglycemia, large ketones and diarrhea. The patient was treated with insulin by injection and IV (saline). The patient was set be released a few days later. The pod was removed at the hospital.